Manufacturer narrative:
No initial reporter contact info included on the maude report, therefore, no f/u can be made. We therefore, consider this report complete to the best of our current knowledge. Based on the info currently available, it is unk whether the device may have caused or contributed to the event. Additionally, no product has been returned. No conclusion can be drawn at this time.

Event description:
Per maude report (B)(4) - patient implanted with plug on left side. Patient reports extreme pain in the operative site and testicles and numbness down the patient's left leg. In 2010 - the patient reported the surgeon told him he has permanent nerve damage and he would not remove the device. The patient reports constant pain and has been referred to a pain management clinic.